Event description:
It was reported that during an unknown procedure, only a few staples came out at the proximal and distal part of the staple line. No staple came out in the middle of the staple line. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results showed that one device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape; the staple line was noted to be complete. It is important to ensure that the retaining pin is seated in the anvil before firing. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.